Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock from their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no burn marks or components damage were observed. The returned sensor was further investigated and de-cased. No burnt mark was observed. Liquid contamination was observed on pcba. The sensor was received by the hardware product quality engineering (hpqe) team. A visual inspection was performed using a digital microscope (eq4544) on the returned sensor. Signs of flux residue were observed. There were no signs of liquid contamination observed, this does not confirm phase 2 findings. The returned sensor battery was measured and it was within specification. An smu (source meter unit) test was performed to check the functionality of the returned sensor and checked the accuracy of the sensor readings. The returned puck had an electrical current measured to be within specification, which was indicating no accuracy issues were present in the sensor. A poise voltage test was performed and results were within specification. Which indicated that no issues with electrical signal lines integral to the glucose reading process of the returned sensor. A temperature test was performed and the temperature difference between the sensor temperature and room temperature was observed to be within specification, which was indicated that the sensors thermistor was fully functional. Both the poise voltage test and temperature test were performed. The on and off both current both had a reading which were within specification. The results of the current consumption test showed that the returned sensor was not drawing excess current in an activated or inactivated state. The results of the smu, poise voltage, temperature, and current consumption test show that the sensor was functioning as intended. The flux residue on the sensors pcba did not have an impact on the sensor functionality. The returned sensor passed all testing, and no evidence of product malfunction was found during investigation. Since there was no evidence of product malfunction was found, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock from their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.